Event description:
Related manufacturer reference number: 2017865-2022-42045. Related manufacturer reference number: 2017865-2022-42068. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise episodes. The patient was brought into the clinic where noise was noted with isometrics, across both atrial and ventricular channels. However, noise presented mostly as ventricular noise reversions. The physician suspected a lead issue or header issue. Programming changes were performed. The patient was in stable condition. The patient will continue to be monitored.